Event description:
During an atrial flutter procedure in the left atrium, the doctor felt an electric shock in the hand holding the catheter following a few ablation deliveries. All plug connections and all grounding cables were checked. She felt a tingling in her hand when she attempted to give it another try. The catheter was exchanged to continue the procedure without any problems.

Manufacturer narrative:
Electrodes 1-4, the tip thermocouple, and the deformable body thermocouple met specifications for acceptable resistance values with no open circuits detected. A short circuit was initially observed between electrodes 3 and 4; however, the short circuit was unable to be replicated during further electrical testing. The catheter met specifications during leak testing and no evidence of fluid ingress was noted within the 19-pin redel connector or the handle. No abraded wires or damaged insulation was noted during microscopic inspection of the internal components within the handle. While electrode 1 can experience high voltage or applied current, neither electrode 3 nor electrode 4 experience enough power or voltage to produce the reported electrical shock from the handle. Further electrical isolation testing indicated no short circuits between electrode 1 and other internal components, including electrode 3, electrode 4, and the activation wires within the handle. Based on the investigation, the reported event could not be attributed to the initially observed short circuit between electrodes 3 and 4. The cause of the initially observed short circuit between electrodes 3 and 4 remains unknown. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.